Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the c-ring detached on the vasoview hemopro 2. The plastic had broken. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).